Event description:
Getinge became aware of an issue involving one of the surgical lights ¿ maquet powerled ii. It was reported that the black plastic cover detached from the dome arm and fell into the patient's abdomen, where it came into contact with the aortic prosthesis being implanted. The patient received prophylactic antibiotic treatment with cefazolin (2 g intravenously at h0, followed by 1 g intravenously every 4 hours) and remains under clinical and biological monitoring after the surgery. We decided to report this issue as the described outcome is consider to meet the definition of a serious injury.

Manufacturer narrative:
Event site name: (B)(4) additional information will be provided following the conclusion of the investigation.